Event description:
This lead exhibited noise, which has been present since 2010. One instance of inappropriate shock delivery was noted. However, noise was not reproducible with isometrics or any sort of pocket manipulation. The pt has reported no emi sources or appliances. No add'l info is available and all records indicate this device remains actively implanted. Should add'l info become available, this event will be updated.